Manufacturer narrative:
The specimens were collected in 4ml becton dickson vacutainer tubes. The samples were run in whole blood mode. Qc is run daily. Qc was run before the event and results recovered within range. After the event, two out of three levels od qc were out low for several cbc analytes. A field service engineer (fse) was dispatched: the fse replaced wbc bath and surrounding tubing. The customer was running expired qc. The fse ran latex calibration and new controls; all results passed. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
The act diff analyzer generated low hemoglobin (hgb) and platelets (plt) results when compared to the reference lab results. The low results were not reported out of the lab. Based on information provided, there was no change to patient treatment as a result of this event.